Event description:
An olympus representative reported to olympus on behalf of the customer that the hd camera head had no image during preparation for use. There were no reports of patient harm or impact associated with the reported event. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty charge-coupled device. Additional evaluation findings were as follows: a smashed connector tip, and the device failed the leak test under the serial plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or is any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced. However, it was found that poor color image occurred due to the failure of charge-coupled device (ccd). Hence, it was determined that ¿blurry image¿ occurred due to failure of ccd. The cause of occurrence of failure of ccd could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.